Event description:
Ft3 and ft4 results for one sample did not fit clinical picture. Alleged high results for ft3 and ft4 have been verified. No information provided to determine if results were used to guide therapy. Root cause analysis is ongoing. If additional information is received, appropriate notification will be provided.